Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt trunk cable was severed and missing, the cable connected the distribution node (dn) to the rear therapy electrode (te) was pulled from strain relief, and the cable connection ecgs "a" and "b" with the front te was also pulled from strain relief. The root cause for the missing trunk cable was physical abuse. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During the servicing of an electrode belt which was returned for investigation into a patient's death a reportable malfunction was found. The electrode belt was found to have damaged cables. The damaged cables did not cause or contribute to the patient's death as the patient was in a non-treatable rhythm at the time of device removal.